Manufacturer narrative:
This is a duplicate report of 1818910-2012-04281. 1818910-2012-73555 will be rejected. 1818910-2012-04281 will be kept for investigation purposes.

Event description:
Litigation alleged the patient suffered significant pain in and around her left hip which limited her mobility, elevated chromium and/or cobalt levels in her blood, cysts around and metal debris within the implant site, and a popping sensation eminating from her implanted device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.